Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from two proficiency samples processed on a vitros eciq immunodiagnostics system. A definitive assignable cause could not be determined. Based on historical qc data, a reagent performance issue is not a likely contributing factor. Vitros tsh within-run precision testing was within specified limits indicating the instrument was performing acceptably. However, it cannot be entirely ruled out as performance testing was undertaken several weeks after the higher than expected results were obtained and so may not be representative of the performance of the instrument at the time of the events. The most likely assignable cause of the higher than expected vitros tsh results is sample related. Information regarding pre-analytical sample handling was not provided and therefore inappropriate sample preparation or storage cannot be ruled out as contributing factor. In addition an unknown sample issue may have caused the higher than expected results, although this could not be confirmed. The definitive assignable cause is unknown.

Event description:
A customer obtained higher than expected vitros tsh results on two proficiency samples processed on a vitros eciq immunodiagnostics system. Sample thy03: 0.40 and 0.374 miu/l versus expected result of 0.256 miu/l; sample thy-09: 0.42 miu/l versus expected result of 0.224 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tsh proficiency results were not reported to a clinician and the customer gave no indication that any unexpected patient results were obtained, however the investigation cannot rule out that patient results were not affected, or would not be affected if the issue were to recur undetected. There is no allegation of patient harm as a result of these events. This report is number one of two 3500a forms filed for this event, as two devices were affected. (B)(4).